Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during positioning, the second clip became entrapped in the chordae and could not be removed; therefore, the clip was deployed on the anterior leaflet only, in order to remove the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, with a posterior leaflet flail. One clip was successfully deployed in the medial portion of the a2/p2 location of the leaflets and the mr was reduced to 3. The second clip delivery system (cds 50430u132) was advanced to the leaflets and attempted to be positioned at the lateral portion of the a2/p2 location; however, the clip became entrapped in the chordae. Troubleshooting steps were performed to disengage the clip, but were unsuccessful; therefore, the clip was deployed only on the anterior leaflet. The mr remained at 3. A third clip was implanted between the 2 clips, reducing the mr to 2. There was no clinically significant delay in the procedure and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a cause for the reported clip becoming caught on the chordae. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.